Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath the valve of the sheath was not airtight. They exchanged the sheath, and the issue was resolved. The procedure was then completed, and no patient complications were reported. The sheath is expected to be returned for analysis.